Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high, out-of-range (oor) shock impedance. The impedance measurements had been trending up since implant. The local area field representative discussed with boston scientific technical services (ts) that they will continue normal follow-up. No adverse patient effects were reported. The system remains in service.